Event description:
Patient presented with left ica-t occlusion approximately six hours past symptom onset. Extremely large stroke affecting almost the entire left hemisphere of the brain. The physician attempted to remove the clot, using the merci retriever v 3.0 firm. After first pass with the device, a significant clot burden was removed, but extravasation was noted in the mca m1/m2 area. An angioplasty balloon was used to tamponade the extravasation. The procedure was halted. The physician noted that the extravasation was caused by the merci retriever, but he did not feel that the retriever malfunctioned in any manner, but rather that the vessel was diseased contributing to the incident. He also noted that the large size of the patient's stroke may have contributed to the incident. The patient's condition deteriorated over the next 12 hours and the patient's family denied surgical intervention to assist with the effects from the swelling of the brain. Life support was stopped and the patient expired in '09.

Manufacturer narrative:
None of the reported information suggested that any concentric medical device malfunctioned. Because the device was not returned to concentric medical, a complete investigation could not be performed. Vessel dissection and perforation are listed as possible complications in the instructions for use.